Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4)implantable pacing lead 2014 (B)(6). (B)(6).

Event description:
It was reported that the right atrial (ra) lead dislodged 3 hours after the pocket was closed. The patient was brought back for a lead revision. The lead remains in use. No patient complications have been reported as a result of this event.